Manufacturer narrative:
During the evaluation at the third party service center, the led display did not illuminate. The ventilator's keypad pca was replaced to address this issue.

Event description:
A ventilator was returned to a third party service center for preventive maintenance. There was no harm or injury reported.